Manufacturer narrative:
A1 - a6: not provided. D4: lot number and expiration date: not available. H4: manufacture date: not available. H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause. The instructions for use states, for 3m¿ red dot prewired limb band ECG monitoring electrode: precautions: do not wrap the limb band too tightly or restrict blood flow. Check circulation. To prevent dry out, do not store electrodes out of the bag. Do not use an electrode if the conductive adhesive is dry and no longer sticky. Do not use an electrode if any part of the lead wire is detached from the electrode. Do not prepare neonate and infant skin with alcohol or an abrader to minimize skin irritation. For proper skin management and to minimize skin irritation: avoid placing an electrode on an irritated skin site. Avoid removing electrodes frequently and/or reapplying to the same skin site. Assess electrode sites periodically.

Event description:
A hospital risk manager reported a neonate allegedly experienced a 10mm x 10mm localized skin burned/bruised with a purple/red appearance with the use of the 3m¿ red dot¿ ECG monitoring electrodes, neonatal, pre-wired, limb band, 2284. The wire to the lead was reportedly not connected to the adhesive portion, appeared frayed, and was "stuck" to the patient's skin. No medical intervention was reported.